Event description:
It was reported that a patient underwent a hernia repair procedure in 2006 and unknown mesh was implanted. The patient underwent subsequent surgeries in 2007, 2008, 2009, 2010 (double surgery), and then reinforced with bio-mesh in 2018. The first mesh could not be explanted due to previous abdominal wall and umbilical visceral tissue injury and scarring. In 2018, bio-mesh was used as an abutment to the initial mesh but was unsuccessful due to hernias developing on the perimeters of the implant. In 2020, the patient learned that the bio-mesh implant is contraindicated for her situation due to previous visceral/vascular injury and damage. Additionally, the biomesh caused patient to develop hematomas in her abdominal wall and adverse physiological reactions. In 2021, the patient had lab work and learned that she was having allergic reactions to the device causing systemic inflammation and immunologic problems. The patient stated that the first surgery "caused mechanical problems anatomically and the second device (bio-mesh) caused biological systems issues". The patient is presently in a wheelchair due to ambulatory problems as a result of the surgeries. She can no longer have any more surgeries. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of surgery/hernia did you have? What ethicon product was used? Do you know the product code or lot number? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. This medwatch report is in response to receipt of maude event report # mw5151926.